Event description:
The brainlab navigatimal tracking system was employed for screw insertion pelvis si body. System employed and error recognized key checking with c-arm image indicated targeting og spinal cord. Prior to completion of procedure, a re-do of namigation with screw placement performed same tracking error occurred. Brainlab engineer was present. Procedure thereformed in routine manner with guide pin and c-arm irreging.